Event description:
Reporting status: death. Reporting rationale: the pt had a hemorrhage and died. Device issue: no device malfunction has been reported. It was reported via a trial that pt had a coronary angioplasty and xience v stent was implanted in 2009. The pt died 18 days later, due to hemorrhage. No additional event or pt info is available.